Event description:
A malfunction identified by code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was informed of the procedure to return the defective pump using a pre-paid label and acknowledged understanding of these instructions.